Manufacturer narrative:
(B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient with history of brain tumor was implanted with a peek patient specific implant (psi) and an unknown quantity of unknown matrixneuro screws on (B)(6)2015. The patient had an infection at the implant site and physician removed implants on an unknown date. It was further reported that the patient needed undergo radiation treatment for the brain tumor and that the treatment period is now coming to an end. This treatment is not related to the complaint of infection or the implants. The surgeon plans to implant a new psi in the future. This report is for an unknown quantity of unknown matrixneuro screws. This report is 2 of 2 for (B)(4).